Event description:
It was reported ongoing intermittent occlusion alarms occurred resulting in the customers blood glucose displaying as "high" specific value was unknown, on 3 separate events. To address the issue, the customer delivered manual correction injections and resolved the occlusion alarms by changing the infusion set and cartridge before resuming insulin, continuing to use the pump for insulin therapy.